Event description:
In 2000, I received silicone/silicone breast implants from dr, I almost died!!! My daughter is also ill from these defective products that now allergan owns. I'm fighting for my life right now. Raynauds, chronic fatigue, silicone on aortic arch, congestive heart failure, dry eyes, chronic sinusitis, allergies, rashes, muscle wasting, ra like condition chronic pain, severe memory loss, anaphylactic shock, rib covered in silicone, extreme pain, migraines, bloody noses, asthma, copd, pn, mitral valve regurgitation tricuspid valve, from silicone on aortic arch, blurred vision, dry eye syndrome, swallowing difficulty, severe acid reflux and puke in my mouth every day, irritable bowel syndrome, vasculitis, chemical burn and adhesions in my chest muscles, no longer able to use my left arm, was bed ridden, miscarriages, sensitivity light/sun and noise, constant high white blood count/ "leukosis" severe bone pain, teeth just crumble, muscle spasms throughout my body, bloody noses, coughing blood, bronoscopy revealed 3rd degree chemical burn in my lungs but couldn't find silicone, now stated on paper from my dr, silicone on lungs, rashes, stabbing pain in breast/back and armpits. Also my daughter is very ill from these defective breast implants, irritable bowel syndrome, swallowing problem. Date of use: 2000-2006. Diagnosis or reason for use: raynauds, silicone poisoning, ch failure, silicone on aortic.